Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/01/2016 that the patient experienced a rash on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Rash was described as red, itchy and blotchy and was located under the adhesive. Affected area was treated with hydrocortisone and bactroban, recommended by the patient's doctor on (B)(6) 2016 for a previous reaction. Additional event or patient information was not provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.